Manufacturer narrative:
A review of the device history record is in-progress.all information reasonably known as of 07 may 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).device not returned.

Event description:
It was reported that a "right pleural pneumothorax" occurred. It was discovered by "pinkish aspirate during insertion" and the resolution and outcome was "chest pigtail, patient stable." Additional information has been requested, but not yet received.

Manufacturer narrative:
The device history record for unit 1807005 was reviewed and the product was produced according to product specifications. Tracings from the device were reviewed and both were found to deviate to the right. Neither tracing is consistent with the expected pathway of a gastric placement for nasogastric tubes. The unit showed a stress crack line on the service cover; however, the unit powered up normally and passed the placement and functional tests. Root cause was determined to be incorrect use. All information reasonably known as of 27 jul 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 22 may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Additional information received 18-may-2020 indicated the pinkish aspirate was not noted during insertion but after the second tracing. The patient was not intubated at the time of placement. Training records were reviewed by the user facility and the operator was trained. The ng (nasogastric) tube was ultimately placed at 2300 on (B)(6) 2020.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The investigation remains in progress. All information reasonably known as of 29 may 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.